Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain the device have been made. A supplemental report will be submitted with new details if they become available

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy the instrument wouldn't work properly. The jaws wouldn't open when one of the green toggles was forwarded. It was not used on the patient. No adverse events were reported.

Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. Engineering dismantled the device and noted that one blade was assembled backward. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.